Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted before medication was completely infused. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No problems or issues were identified during this device history record review.the reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was unable to receive chemotherapy for several hours.